Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deformation of the housing, colored catheter with deposits. Measurement of surface of the housing: deformation detected: yes - measured value: -0.026 mm [tolerance (0 ± 0.02mm)]. Too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the progav shunt system is permeable. Computer control test: the computer control test showed the opening pressure of the progav, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 8.42 cmh2o. This is within the specified tolerance of 9 cmh2o ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 14.24 cmh2o. This is not within the specified tolerance of 20 cmh2o +4/-2 cmh2o. An accelerated outflow could be determined. Adjustability test: the progav was found to be not adjustable to specifications. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav is present. Due to the non-adjustability of the valve, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was a non- adjustability and an accelerated outflow in the shunt system at the time of our investigation. Detected deposits and the deformation of the outer housing were the cause of the dysfunction. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav (part # fv434-t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be unable to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient data: age: 55 years, weight: 140 kilograms (kg), height: 160 centimeters (cm), gender: female.